Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1657, awareness date 20-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Additional information received on 11-nov-2015 (ptc investigation result). The consumer had previously used paragard and had problems with the cooper and cycle. She reported she was awake the entire time of essure insertion procedure; the physician had a problem with her left side while implanting and she was in pain and hollering. After getting essure, she started cramping immediately and her cycle was heavy where she could bleed through a heavy super pad. Then she started using tampons with pads and still would bleed through her pants, she immediately called the doctor office and the nurse said she had to let it heal with her body. She also complained her cycle was 3 weeks for some months and she was still told that her body was not fully healed. At her 3 month appointment to do dye test she was told she was blocked. She complained again about the heavy cycle and also complained she had sharp abdominal pain to the point she would go in fetal position. She decided to search for another doctor within 1 years implanted (she changed doctors in 2013/2014). They immediately scheduled a vaginal ultrasound on ovaries area where she pointed that it hurts. The new doctor said she had a small cyst but nothing dangerous and she needed to do a cervical biopsy. The procedure was very painful because they said tissue was surrounded and they had a hard time getting a piece to test. The test came back normal and she asked what she has to do to get them out. They said a hysterectomy. She did a search in the internet and found the (B)(4) site with women with the exact symptoms. She stated she had it for 3 and half years and was in pain since day one. 3 doctors said nothing is wrong. She decided to go to a reversal doctor because she did not want any of her woman parts to be removed. On (B)(6) 2015, she had a reversal procedure. She noticed she did not take any (B)(4) or (B)(4) for her migraines and it has gone away. Her bloating has come down a lot, her cycle was still heavy after surgery but she did not have to use pads and tampons at once. She has not had intercourse yet to see about her abdominal pains but she had not felt sharp pains when she squat. She still has memory ioss (forgetful), and her hair has not thickened up yet. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping immediately / sharp abdominal pain to the point she went in fetal position. A small cyst was detected but nothing dangerous and she needed to do a cervical biopsy. Consumer did not want any of her woman parts to be removed. A reversal procedure was performed. The first event is listed in the reference safety information for essure while cyst is unlisted. Both were considered serious due to their medical importance. In this case, consumer experienced cramping after getting essure immediately. As abdominal cramping may occur with essure therapy and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to cyst, considering its nature, it is unlikely that essure would cause this event due to the localized action of essure in the fallopian tubes, thus a causal relationship can be excluded. Since an intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.